Event description:
Medtronic veo pump malfunctioned over a period of at least two weeks in may oversupplying insulin with no input from user. This caused several incidents of hypoglycemia, the most serious of these incidents caused life threatening situations on various occasions. Dates of use: (B)(6) 2011.